Manufacturer narrative:
H.6. Investigation summary: one photo has been provided of catalog 301027 lot 8340981. The photo depicts a used 5 ml syringe with a jammed stopper condition. As a result, bd was able to verify the reported issue. A potential root cause for the jammed stopper is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history review was conducted for lot number 8340981. Batch 8340981 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 5ml ll bns had a defective stopper. The following information was provided by the initial reporter: "we have received a complaint from a customer relating to a defective seal on a syringe from the above lot. The customer stated that the seal failed in use because of the defect. We have logged this issue as a complaint with our reference (B)(4). Would you investigate to determine the root cause and actions to prevent reoccurrence please? The syringe is available for return if required. The residue present on the syringe is a vitamin solution and the customer has confirmed that it is safe to handle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll bns had a defective stopper. The following information was provided by the initial reporter: "we have received a complaint from a customer relating to a defective seal on a syringe from the above lot. The customer stated that the seal failed in use because of the defect. A photograph of the affected syringe is attached. We have logged this issue as a complaint with our reference 20/2002. Would you investigate to determine the root cause and actions to prevent reoccurrence please? The syringe is available for return if required. The residue present on the syringe is a vitamin solution and the customer has confirmed that it is safe to handle."